Event description:
It was reported that the battery of this subcutaneous implantable cardioverter defibrillator (s-ICD) was suspected to be depleting prematurely. It was noted that the patient received 19 shocks recently. A request was made to have data from this s-ICD analyzed. Data analysis confirmed the change in longevity was due to the number of charges which is expected behavior. Technical services (ts) noted there was an insignificant amount of battery depletion, and it should not impact the remaining longevity. This s-ICD remains in service. No adverse patient effects were reported. It was reported that this s-ICD was explanted and replaced with an implantable cardioverter defibrillator (ICD). This s-ICD was returned to boston scientific for analysis. Additional information was requested but not received. No additional adverse patient effects were reported.

Manufacturer narrative:
If pertinent information is provided in the future, a supplemental report will be submitted.

Event description:
It was reported that the battery of this subcutaneous implantable cardioverter defibrillator (s-ICD) was suspected to be depleting prematurely. It was noted that the patient received 19 shocks recently. A request was made to have data from this s-ICD analyzed. Data analysis confirmed the change in longevity was due to the number of charges which is expected behavior. Technical services (ts) noted there was an insignificant amount of battery depletion, and it should not impact the remaining longevity. This s-ICD remains in service. No adverse patient effects were reported.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, this s-ICD was thoroughly inspected and analyzed. A high current drain was detected, but the battery still supported full device function. Detailed analysis confirmed the identified high current drain was a result of a compromised capacitor. This resulted in the observed premature battery depletion. It was determined that the capacitor was compromised due to the presence of excess hydrogen in the device case. Boston scientific issued a field safety notice regarding a subset of emblem devices that have a potential of exhibiting this behavior. This particular device is included in the emblem s-ICD accelerated depletion advisory population.

Event description:
It was reported that the battery of this subcutaneous implantable cardioverter defibrillator (s-ICD) was suspected to be depleting prematurely. It was noted that the patient received 19 shocks recently. A request was made to have data from this s-ICD analyzed. Data analysis confirmed the change in longevity was due to the number of charges which is expected behavior. Technical services (ts) noted there was an insignificant amount of battery depletion, and it should not impact the remaining longevity. This s-ICD remains in service. No adverse patient effects were reported. It was reported that this s-ICD was explanted and replaced with an implantable cardioverter defibrillator (ICD). This s-ICD was returned to boston scientific for analysis. Additional information was requested but not received. No additional adverse patient effects were reported.